Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a blood glucose of 396 mg/dl with extreme drowsiness and dehydration (not caused by elevated bg). During troubleshooting, customer support found that the patient had not responding to an alarm in a timely fashion. The basal delivery totals in tdd do not match, variation due to the patient having suspended the pump during a cartridge change. Customer support referred the patient to hcp for diabetes management. There is no indication of product malfunction. This complaint is being reported due the hyperglycemia and the use error of not responding to the alarm in a timely fashion.

Manufacturer narrative:
Follow-up #1 date of submission 12/16/2016-device evaluation: the pump has been returned and evaluated by product analysis on 11/23/2016 with the following findings: evaluation revealed that the black box begins on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).